Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitted tones. Upon interrogation, a battery depletion (bd) code was observed. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory confirmed the device triggered three system errors; an elective replacement indicator error, an end of life error, and a battery depletion (bd) error. The case of the device was removed and individual cell measurements were taken which noted that all three cells were equally depleted. A high current draw was found to be in the branch supplying the speaker and the 15-volt power supply. A leaky internal transistor was found to be the cause of the bd error which was observed in the field.